Event description:
(1/3 reference (B)(4) for all related complaints) (documenting cassette #1) per medwatch letter mw5109198: patient reported that 2 cassettes were malfunctioning as patient states she was unable to clear the bubbles and 1 malfunctioning tubing set as patient was unable to tighten onto her connector. Patient did not have serial/lot numbers. No further information available. Did the reported product fault occur while in use with a patient? Yes, did the product issue cause or contribute to patient or clinical injury? No; is the cassette available to be returned for investigation? Yes, what is the outcome of the event? Resolved; describe in detail any, and all damage to the cassette: patient unable to clear bubbles has this incident happened within the past 6 months? (Offer nursing evaluation) no; has this patient reported a pump malfunction within the past 6 months (offer nursing). Did we replace the cassette? Yes, did the patient have additional cassettes they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes, is the infusion life-sustaining? Yes. Reported to by pt/caregiver. Additional information received via email from customer on 26-may-2022 and attached by ICU medical in complaint: patient details was updated, pharmacy team will contact patient to confirm if cassette will be returned.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample received: the sample was received after to use conditions, decontaminated and inside in a plastic bag. Visual inspection results: no damage, kinks or any discrepancies that could cause the failure mode reported. Functional testing: sample was filled with 100 ml of water; the sample was connected to a second pump to look for unusual function. Results: the sample was fully primed and connected without difficulty, the pump started and no alarm was triggered, the sample don?t have air bubbles. The customer stated problem was not duplicated. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. No actions taken due complaint was not confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Corrected data: d4: correction: device expiration date: 28-feb-2027 h4: correction: device manufacturing date: 15-mar-2022.